Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported blood leaked from a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported blood leaked from a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review was performed on the lot number 7166882. The lot number was built on afa line 5 from june 20, 2017 thru june 26, 2017.review of the DHR revealed all required challenges samples and testing was performed per specifications in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received 24 unused representative iag 22ga units and two used iag 22ga catheter/adapter assemblies from the lot number 7166882. The representative units were in sealed packages inside of a dispenser. The catheter/adapters were in two plastic bags. Visual/microscopic examination: unused units ¿ no damage to the outside or inside of the luer adapters. Used unit 1 ¿ damage was observed on the threads of the luer adapter. Used unit 2 ¿ no damage to the outside or inside of the luer adapters. Water/air leak test: performed the leak test by using a lab supplied extension set attached to the male slip luer of the water/air leak station: unused units - no air bubbles were observed in any area of the connection site. Used unit 1 ¿ air bubbles were observed coming from the connection site. Used unit 2 - no air bubbles were observed in any area of the connection site. One of the returned used unit provided for evaluation displayed damage on the threads of the luer adapter. The defect leakage at catheter junction, as stated as the reported code was confirmed. The damage threads when rotating is unable to engage the threads of any other connector, which may leak during usage. The damage observed could occur anywhere within zones 1, 2 or 5 that an adapter luer comes in contact with equipment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.